Event description:
The customer reported that a new battery was inserted, but the insulin pump was still freezing, then counts up to two, and then it freezes again. The blood glucose reading was 404mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display on # 2 followed by constant tone. Anomaly isolated to the motherboard. The device had scratched display window.